Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a high rv threshold measurement on the right ventricular (rv) lead. It was noted that high thresholds on the rv lead has been a chronic condition per lead trends since around (B)(6) 2017. The rv lead remains in use. No patient complications have been reported as a result of this event.